Manufacturer narrative:
Concomitant product : 4951m-35 lead, implanted (B)(6) 1996.

Event description:
It was reported that the right atrial (ra) lead had high threshold, and there was no capture on the right ventricular (rv) lead. The ra lead was inactivated and replaced. The rv lead was inactivated and not replaced due to a device downgrade. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ra lead and rv lead were explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.